Manufacturer narrative:
Pr#: (B)(4).

Event description:
It was reported to philips that the heartstart xl+ defibrillator showed an error message of does not detect external pacemaker during patient use. There was no negative patient impact.